Event description:
It was reported in a publication that 225 patients underwent surgery for lumbar fusion, 76% plif, 13% tlif, 11% alif. In all cases, rhbmp-2/acs was used only in the interbody space without associated bone graft. Clinical and radiographic data were retrospectively analyzed in search of complications. 2 cases of ectopic calcifications with nerve root compression were found. These cases were mini invasive tlif and the complications appear to be related to the escape of rhbmp-2 by the disc access area at the foraminal level.

Manufacturer narrative:
Article citation: litrico et al. Analysis of side effects associated with the use of rhbmp-2 in the lumbar fusion: report of a retrospective series of 225 patients. Abstract of the international society for the advancement of spine surgery (isass) 2014, 30-apr to 02-may, miami USA. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.